Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. It was presumed that the cable unit broke down after the product was shipped and the image was no longer coming out. The exact cause of cable break could not be identified.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that no image was coming due to a defective cable unit. The cable had knots and its contact pins had corrosion. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that when the system and camera head were inspected, it was found that the camera head cable was twisted and had dent. Image didn't appear in the display. Slight corrosion was found in the electrical pins. There was no report of patient injury associated with the event. The event date was unknown.